Event description:
It was reported that during a da vinci gastrectomy procedure, the surgeon noticed that the fenestrated bipolar forceps instrument did not have energy. The surgical staff checked the instrument's wires. However, the instrument still did not work. The surgical staff replaced the instrument with a new unidentified instrument. The surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. The customer reported complaint that the instrument did not have energy was not replicated nor confirmed with evaluation of the device. The instrument passed electrical continuity testing. One of the instrument's grip tips was found to be bent causing side to side misalignment of the grips. A 0.022 offset at the tips was observed. The bent grip tip exhibited separation of the yaw pulley and pulley cover at the glue joint. The cause of the bent grip tip was likely overloading at the tip and mishandling/misuse. The instrument's distal pitch cable was also found to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed cable strands were found to be sticking out at the instrument's wrist. The other cables of the instrument's wrist did not exhibit any damage. In addition, the instrument's yaw pulley was found to be charred close to the distal clevis hub. The conductor wires were still intact. Based on the information provided, this complaint is being reported due to the following conclusion: failure analysis revealed that the instrument had a frayed pitch cable. However, there is no indication that the patient experienced a serious injury because of the reported instrument issues. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.